Manufacturer narrative:
(B)(4).

Event description:
A sensor applicator was returned for evaluation. A visual inspection was performed and the applicator had to visual defect. The cannula and needle were securely retracted inside the applicator body. The customer complaint was not confirmed. A root cause could not be confirmed. It is unknown if the product returned is the complaint device.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
Product was not provided for investigation. However, photographs were provided which confirmed confirm the alleged malfunction. The root cause could not be determined.